Manufacturer narrative:
(B)4). Date sent: 10/30/2025 d4: batch # unk additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? ~>yes. 2. Or, did the device start to deploy staples and cut but could not be completed?=>no. 3. Or, did the device fully fire and stop during the automatic knife return?=>no. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. In addition, a battery pack was returned. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. However, during the functional test the reload lockout 1/10 fired, making the reload nonfunctional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record was performed for the finished device pve35a lot number a97z4x and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot ==> null device history batch ==> null device history review ==> a manufacturing record evaluation was performed for the finished device batch number 569d45, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic liver resection procedure, it was observed that the device locked out at the 1st firing during the left coronary vein processing. The manual override was used to release. The cartridge color was white. The suture vascular ligation was used to complete the case. There were no adverse consequences to the patient. No additional information provided.